Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed motor and tps flex assembly corrosion.

Event description:
It was reported that during testing at the user facility the remb sagittal saw was able to run on its own. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.